Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2020; 693565 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system that was implanted with an antibacterial absorbable envelope was explanted due to a pocket infection. Cultures were taken. No further patient complications have been reported as a result of this event.